Event description:
It was reported that customer was unable to insert cartridge into pump, and no information was available regarding blood glucose value at time of event. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, distributor confirmed pump started, charged, connected to computer, successfully loaded cartridge, and delivered 5 unit dose without alarms, and replacement pump was arranged while original pump was confirmed to be in working condition.